Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed low battery alarm. The power management tool confirmed low battery alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery issues. The customer's blood glucose was 8 mmol/l at the time of incident. Troubleshooting was performed. It was reported that the insulin pump alarmed did not alarm low battery prior to replace battery now alarm. The insulin pump was returned for analysis.